Manufacturer narrative:
Concomitant medical products: 407652. Implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were unable to gain telemetry during a manual transmission. The device remains in use. No patient complications have been reported as a result of this event.